Event description:
It was reported that the customer had an alarm. After clearing the alarm it was found that the pump also had failed the battery test. It was indicated that the batteries were out for several days. The alarm history also shows other different alarms. During the call the contact indicated that the customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition a fixed prime test was completed and the insulin exited.